Event description:
It was reported that during use of the 1.5 otw trek balloon dilatation catheter, length unknown, the physician experienced stickiness while advancing and retracting the device over several different kinds of guide wires. The device was withdrawn without further issue and there were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw mini trek catheter may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported.